Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("coil had moved and was imbedded in her uterine wall, perforating fallopian tube"), embedded device ("coil had moved and was imbedded in her uterine wall, perforating fallopian tube") and pelvic pain ("intense pain/ pelvic pain") in a (B)(6) female patient who had essure inserted for sterilization and sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), groin pain ("groin pain"), facial pain ("pain in face"), pain of skin ("skin sensitivity"), sinus pain ("pains in sinuses") and postoperative wound infection ("infection at incision site after surgery (caesarean scar that was opened for the fifth time)"). The patient was treated with antibiotics, antidepressants and surgery (total hysterectomy and bilateral salpingectomy (removal uterus, cervix and both fallopian tubes)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal distension, migraine, groin pain, facial pain, pain of skin and sinus pain outcome was unknown and the alopecia, headache and postoperative wound infection had resolved. The reporter considered abdominal distension, alopecia, embedded device, facial pain, fallopian tube perforation, groin pain, headache, migraine, pain of skin, pelvic pain, postoperative wound infection and sinus pain to be related to essure. The reporter commented: after the operation the patient learned the device had perforated her fallopian tube, explaining the pain she felt on one side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coil had moved, perforating fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("coil had moved and was imbedded in her uterine wall, perforating fallopian tube"), embedded device ("coil had moved and was imbedded in her uterine wall, perforating fallopian tube") and pelvic pain ("intense pain/ pelvic pain") in a 32-year-old female patient who had essure inserted for sterilization and sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), groin pain ("groin pain"), facial pain ("pain in face"), pain of skin ("skin sensitivity"), sinus pain ("pains in sinuses") and postoperative wound infection ("infection at incision site after surgery (caesarean scar that was opened for the fifth time)"). The patient was treated with antibiotics, antidepressants, surgery (total hysterectomy and bilateral salpingectomy (removal uterus, cervix and both fallopian tubes)), surgery (total hysterectomy and bilateral salpingectomy (removal uterus, cervix and both fallopian tubes)) and surgery (total hysterectomy and bilateral salpingectomy (removal uterus, cervix and both fallopian tubes)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal distension, migraine, groin pain, facial pain, pain of skin and sinus pain outcome was unknown and the alopecia, headache and postoperative wound infection had resolved. The reporter considered abdominal distension, alopecia, embedded device, facial pain, fallopian tube perforation, groin pain, headache, migraine, pain of skin, pelvic pain, postoperative wound infection and sinus pain to be related to essure. The reporter commented: after the operation the patient learned the device had perforated her fallopian tube, explaining the pain she felt on one side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coil had moved, perforating fallopian tube . Most recent follow-up information incorporated above includes: on 14-aug-2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.